Event description:
It was reported that the arctic sun device was not capable of suctioning water. Per follow up information received via ibc on 08oct2021, customer reported that the system could not absorb the water and there was no patient involved. The hcp were only filling the system and was getting it ready for a new treatment.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not capable of suctioning water.